Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin syringe. The customer reports that the rpn gave insulin to a resident and the safety sleeve malfunctioned; the needle poked out of the end of the safety sleeve. The needle poked the rpn on the small finger. The needle stick protocol was followed and the rpn and the resident were sent to the emergency room for blood work. The device is not being returned for evaluation, it was disposed of.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.